Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine, bupivacaine, and fentanyl for non-malignant pain. It was reported that the patient stated they are so frustrated all weekend long because they have not been able to have their bolus. The patient stated the handset either gives them a system error code 156 or a big white screen to restart. The patient stated when they do restart it, it will be at 90% and it will take 10-15 minutes before they get an error code. The patient stated they get 16 boluses a day. The manufacturer's patient services specialist (pss) assisted patient with clearing data on the handset. Patient stated they close out all the apps after using the ptm. The patient was able to connect to the pump and see lockout for 27mins. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.